Manufacturer narrative:
No components have been returned to the manufacturer. The customer will be supplied with a new rt12 rotro assembly. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated that rt12 rotor broke apart during usage in statspin ssvt-1 centrifuge unit. The customer confirmed that they were using safety shield. There was no report of injury to the operator due to this event. There was no report of exposure and no medical attention needed due to this event.